Event description:
There was an allegation of questionable ise indirect na, k, cl for gen.2 results and ua2 uric acid ver.2 results for 1 patient sample on a cobas c501 module. The initial na result was 127 and the repeated result was 142. The unit of measure for na was not provided. The initial k result was 3.7 and the repeated result was 4.2. The unit of measure for k was not provided. The initial cl result was 89 mmol/l and the repeated result was 107 mmol/l. The initial uric acid result was 106 mol/l and the repeated result was 78 mol/l. The repeated results were obtained on another module. The results were reported outside of the laboratory. The na, cl, and k electrode lot numbers and expiration dates were requested, but not provided. The uric acid reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Reagent issues were excluded. The cuvettes were overflowing. The field service representative checked the fluidic system, adjusted the cell rinse levels, and confirmed the module running within specification. The investigation determined the service actions resolved the issue.